Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during a procedure, when the long clip was activated, the clip stuck to the applicator when shooting. It did not stick to the mucosa. Two (2) long clips malfunctioned in the same manner during the procedure. The intended procedure was completed. The same device was not used to complete the procedure. No reported patient harm. There were two (2) occurrences at the facility on the same day with four (4) different long clips. This complaint is related to patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.